Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been 36 c all night and was now 36.6 c, but the tdi was neutral. Explained the trend indicator represents how much patient temperature (pt) has changed over one hour in an arctic sun device. They were still concerned, and explained they could help pull and analyze the data when therapy was complete. For now, it has been confirmed using two separate probes the patient temperature was 36.6 c, foley to device and rectal to bedside. Discussed potential causes of heat generation with caller. Water temperature (wt) was 15.8 c and dropping, flow rate (fr) was 2 lpm, good pad coverage. Explained device seems to be responding appropriate to patient temperature.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Explained the trend indicator represents how much patient temperature (pt) has changed over one hour in an arctic sun device. They were still concerned, and explained they could help pull and analyze the data when therapy was complete. For now, it has been confirmed using two separate probes the patient temperature was 36.6c, foley to device and rectal to bedside. Discussed potential causes of heat generation with caller. Water temperature (wt) was 15.8c and dropping, flow rate (fr) was 2lpm, good pad coverage. Explained device seems to be responding appropriate to patient temperature. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been 36c all night and was now 36.6c, but the tdi was neutral. Explained the trend indicator represents how much patient temperature (pt) has changed over one hour in an arctic sun device. They were still concerned, and explained they could help pull and analyze the data when therapy was complete. For now, it has been confirmed using two separate probes the patient temperature was 36.6c, foley to device and rectal to bedside. Discussed potential causes of heat generation with caller. Water temperature (wt) was 15.8c and dropping, flow rate (fr) was 2lpm, good pad coverage. Explained device seems to be responding appropriate to patient temperature.